Manufacturer narrative:
(B)(4). Unit received with motor error during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery, occlusion alarm and failed battery alarm due to motor error alarms. Pump received with cracked belt clip slot, stained end cap sticker, stained address, serial number label and cracked reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm, rejected new batteries and no delivery alerts. The customer stated insulin pump was exposed to high magnetic field and drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.